Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 235 mg/dl and 86 mg/dl. Customer stated that he inserted two strips into the meter by accident and then obtained a reading of 235 mg/dl. Customer stated that only one strip was dosed. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.